Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a coronary procedure, the 2.5 x 28 mm xience alpine stent delivery system shaft kinked when loading onto the guide wire. The device was removed without resistance; however, the device separated at the guide wire exit notch. The separated segments were easily removed from the guide wire, outside the patient anatomy. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported device component detachment and kinked shaft were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.